Event description:
On (B)(6), customer reports during a stent placement procedure on a (B)(6) pregnant female pt, the system lost all table movement. Customer attempted to re-start the system multiple times, however, the table would not move. Customer reported both the handswitch and footswitch would not function to allow table movement. Physician completed the procedure by centering the pt, no injuries were reported.

Manufacturer narrative:
Field service engineer (fse) contacted customer and determined the table movement footswitch needed to be replaced. Fse will ship a footswitch to customer for replacement. F/u call the customer reports replacing the old footswitch with the new one and the system is functioning normally.